Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation relating to the indicated failure mode; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the safety shield activating as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for issues with activation of the safety shield with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meets release specifications.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection sets yellow safety was stuck open and the staff members gloved fingers keeping going up resulting in a dirty needle stick through the glove. She was treated by medical staff following the incident.